Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an eccentric lesion in the distal right coronary artery (rca) with chronic total occlusion (cto) using three rx graftmaster covered stents. The patient presented with a free perforation. A 2.80 x 19 mm and one 2.80 x 16 mm rx graftmaster covered stents were deployed across the cto perforation. A third stent, a 2.80 x 16 mm rx graftmaster covered stent was advanced but deployed in the proximal rca (unintended site) due to a concern that the stent may become dislodged [loose stent]. All three stents failed to seal the perforation because the perforation was too large and eccentric to ultimately be sealed by the stents, and therefore coils were used from both the antegrade and retrograde direction for treatment. The patient is recovering in the intensive care unit (ICU). No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance, difficult to remove and foreign body in patient appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: a third stent, a 2.80 x 16 mm rx graftmaster covered stent was advanced, but could not cross the target lesion due to the anatomy. Then when attempting to remove the stent, it was difficult to pull back due to the anatomy. To avoid stent damage, a decision was made to deploy the stent in the proximal rca (unintended site).